Manufacturer narrative:
The initial MDR 1226181-2015-00578 was filed on october 9, 2015. The first supplemental MDR 1226181-2015-00578_s1 was filed on november 11, 2015. Additional information (12-15-2015): the customer stated that the instrument is performing well. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 1226181-2015-00578 was filed on october 09, 2015. Additional information (11/03/2015): a siemens customer service engineer (cse) performed weekly decontaminations of the instrument, which indicates a biofilm build up. The cse continues to perform weekly decontamination of the instrument. After decontamination the system works as specified until the biofilm regrows to a significant level. The cause of the low ctni qc is a biofilm contamination.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc confirmed that the instrument had unacceptable qc and poor calibrator performance. The data indicates the presence of biofilm in the chemistry wash fluidics. The instrument was decontaminated. Siemens is investigating this issue.

Event description:
The operator of a dimension rxl max with hm instrument stated that cardiac troponin I (ctni) quality controls (qc) were low at the end of the reagent flex. When the flex cartridge is replaced with a new one, the qc are within range. It is unknown if discordant patient results were obtained while qc were low. The customer stated that patient samples were tested on the instrument but no ctni values were questioned by physician(s). There are no reports of patient intervention or adverse health consequences due to low ctni qc.